Event description:
It was reported that a patient developed a lesion on his back near the lead insertion site. The patient had surgery and the patient¿s healthcare professional (hcp) excised the lesion on the day of the report. The lead was right below the lesion. The lesion was cut into, appeared to be made of soft tissue, and no fluid was present. The hcp did not think it was a stitch granuloma and sent the lesion to pathology for testing. The hcp re-tunneled the lead and replaced the internal neurostimulator (ins) for anti-infection measures. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that the healthcare provider noted no evidence of infection. Date was noted as (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e0wn, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).